Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: h10 (reprocessing information was inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the reported events could not be conclusively determined. Event 1: foreign material adhered to the forceps elevator. The cause of foreign material remaining on the device could not be specified. There was no damage to the area where the foreign material was detected that would hinder reprocessing and it is unknown if reprocessing was fully performed according to the instructions for use (IFU) at the user facility. Due to the nature of this reportable event, the customer provided the following information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment before sending it in for repair. The customer does not know what the foreign material is. It is unknown if there was a delay to the start of pre-cleaning or if the forceps elevator was raised and lowered during immersion and aspiration. There were no abnormalities in the accessories used for reprocessing. The scope was soaked in a detergent solution and detergent was flushed around the forceps elevator. The event can be prevented by handling the device in accordance with the following IFU chapters: chapter 6 application and conditions of cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Event 2: insufficient adhesive in the screw holes of the distal end. It is likely the reported event occurred due to improper handling at the user facility. The event can be prevented by handling the device in accordance with the following IFU: "for safety use. Handling and general precautions. Note. ·please do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·please do not apply shock to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·please do not hold the transducer when holding the insertion. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the connecting tube had a dent. It was also noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber was detached and had a chip. The image guide protector and connecting tube had a scratch. The objective lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope had a dent on the insertion tube. Inspection and testing of the returned device found that the forceps elevator had foreign material and that there was insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.